Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device design does not include lead seals in the lead bores. The rv is-1 set screw was found to protrude into the lead bore sufficiently to prevent correction insertion of a lead when the device was received. The device was tested for noise on the bench with and without leads and no noise was observed on real time egm. The device was tested in the ate system and no device anomaly was detected. An x-ray inspection detected no anomaly. The device tested normal. The cause of the noise observed in the field was not determined.

Event description:
It was reported that during the procedure, noise was observed on the device when a new medtronic ICD lead was implanted. The physician believed that there was an issue with the device sealing rings. The device was explanted and returned.